Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 289 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after battery installation and the date and time reset unexpectedly due to a broken solder joint on the interface board. The insulin pump had operating currents within specification and no blank display anomalies were noted. No damage was noted on the isolation tape. The insulin pump was received with a cracked case at the display window corners and battery tube threads, minor scratches on the display window, and bleeding display glass.